Event description:
The customer called into philips to report that a red x appeared while monitoring a patient for a few seconds and then works fine and passes operational check. The patient was involved but there was no adverse patient impact.